Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, patient's right ventricular(rv) lead exhibited low pacing impedance. The rv lead will continue to be monitored. The patient was stable.